Event description:
Edwards received notification that a 28-year-old patient with a 3300tfx25mm valve implanted in pulmonic position underwent a valve-in-valve procedure after an implant duration of six (6) years and seven (7) months due to degeneration leading to severe central regurgitation, stenosis and increased gradients. The patient presented with shortness of breath. A 26mm transcatheter valve was implanted within the pre-existing surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including 6 years of implant and tetralogy of fallot.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 28-year-old patient with a 3300tfx25mm valve implanted in pulmonic position underwent a valve-in-valve procedure after an implant duration of six (6) years and seven (7) months due to degeneration leading to severe central regurgitation, stenosis and increased gradients. As reported, the patient presented with shortness of breath. A transcatheter valve of unknown size was implanted within the pre-existing surgical device. Reportedly, the patient was noted as to be in stable condition.